Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an electrocardiogram connector issue via a visual (microscope) inspection which noted four cracked/cold solder connections on the electrocardiogram connector. Due to the age of the device and limited availability on replacement components the device was scrapped. (B)(4).

Event description:
It was reported that the programmer electrocardiogram (ECG) signal was noisy due to an ECG connector issue. Different leads were attempted but the issue was not resolved. The programmer was returned for repair. No patient complications have been reported as a result of this event.